Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer noticed the insulin pump showed two segments on the battery icon when customer disconnected to take a shower. Half hour later the device alarmed battery out limit. Customer changed out the battery and had to reprogram the device. Device had alarmed failed battery test and battery out limit, alarms noted in history. Customer was advised to clean out contacts. Customer will monitor device.